Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the left anterior descending coronary artery. A 3.0x18mm xience xpedition stent was implanted and a distal edge dissection occurred. Another xience stent was deployed to treat the dissection and complete the procedure. There was no adverse patient sequela or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.